Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported a left side rupture, pain in deltoid, armpit pain around scapula and heaviness on chest that restricted lung expansion. Patient reported having had a multitude of adverse reactions. Every symptom listed they did not have prior to implants: hair thinning and dull, weight gain, fatigue, labored breathing, lump in throat/mucus that doesn¿t clear, left knee pain, sometimes affecting my ability to walk, high blood pressure, brain fog, bloated belly, neck pain, two broken teeth, and insomnia; these events are not device related". Device was explanted.